Event description:
A malfunction alarm was reported on the customer's pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the customer through the reset process. After the reset, the malfunction code did not reappear, and the customer was advised to continue using the pump and to contact support if any issues recur.